Event description:
The patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Upon receipt at animas, the pump was found to have a damaged force sensor which rendered it inoperable as it could no longer be primed. The pump history indicated that the pump was in use on the date of the hospitalization, and insulin delivery was consistent with the patient's programmed dosages.